Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is delayed in responding to presses. Reportedly, buttons have to be pressed multiple times for the pump to respond. Customer's blood glucose level was 102 mg/dl. Contact indicated that the customer will continue to use the pump, and has back up manual injections if needed for continued insulin therapy.